Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started on one day earlier, at an unspecified time. The patient was not on a medication regimen for her diabetes at the time. Due to the meter issue, the patient decided to go to a hospital to have her blood glucose checked. While going to the hospital, the developed symptoms of shakiness, lightheadedness, sweating, and being incoherent. The patient stated that she eventually passed out. While in the hospital, the patient was treated with glucose tablets. She denied being hospitalized and could not remember what her blood glucose level was in the hospital. Before the event, the patient was testing 4-6 times a day. After the event occurred, the patient was asked by her doctor to test her blood glucose at least 1 time per hour. The patient said that she replaced the meter's batteries, but this did not resolve the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms of hypoglycemia and received glucose treatment in a hospital after the reported meter stopped powering on.